Event description:
A health care professional reported corneal perforation during tunnel creation and the implantation of a ring, where the ring was coming out into the anterior chamber and was surgically removed from the cornea of the patient's left eye during the femto rings procedure. The surgeon had to remove a portion of the intrastromal ring, and she intends to undergo the procedure again in february. There are multiple related reports for this event. This report addresses patient (B)(6) left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Latest preventive maintenance visit performed as per signed service installation record) and confirmed system met specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows four successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could be identified as user handling, not complying with the recommended cut depth, specifically not following the instructions in the training protocol by cutting at a depth where the resulting distance between endothelium and stromal bed is cut below the minimum. The manufacturer internal reference number is: (B)(4).